Event description:
Unit was reported to over current while in tens mode. No patient treatment and/or post injury treatment was reported from the complainant.

Manufacturer narrative:
Previously investigated. Known potential shock and potential burn due to transient over-voltage within the circuitry causing components to fail and potentially shock or skin burn to the patient beneath the electrodes.